Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to it was accidentally pulled out while removing the old right ventricular (rv) lead. A new lead was placed. No adverse patient effects were reported. The lead will not be returned for analysis.